Event description:
One pt with discrepant amylase results. Initial result gave 241 u/l; sample repeated six times giving 27, 29 three times, 28 and 30 u/l. Erroneous results were not reported. Customer declined field svc dispatch, as troubleshooting indicated the discrepancy was related only to this specific pt sample. No device malfunction noted. Pt sample not available for further investigation.